Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/06/2023. An investigation was conducted on 03/07/2023. A visual inspection was conducted. The delivery device was returned inside the loading device. Signs of clinical use and no evidence of blood was observed. The seal was observed in the loading device window. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The white plunger on the delivery device was not depressed and the blue safety lock was observed to be on, which prevents the white plunger from being depressed. The seal and tension spring assembly was removed from the loading device. The seal was observed to be slightly unraveled at the outer rings of the seal. No other visual defects were observed. Measurements of the delivery device were taken. ; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.225 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed as well as the analyzed failure "unraveled material" was observed. The lot #3000279286 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the hst iii system (3.8mm) fail to load/left in the loader during loading. The device failed between steps 2 and 3 of the loading process. They opened a new device. No harm to the patient.